Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse could not confirm the reported error 319 but proceeded to replace fiber optic cables for patient side cart (psc) wrist, tap, backplane, and set-up joint. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, error 319 had occurred on universal surgical manipulator (usm2). Troubleshooting first involved performing a normal restart, which had not resolved the issue. A hard power cycle had then been performed, after which the system had recovered. Guidance had been provided on how to disable the usm. The procedure was completed as planned with no reported injury.